Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during follow-up in clinic, unspecified reset mode was observed. Patient was asymptomatic. Programming changes were made. No further information was provided.